Manufacturer narrative:
A partial lead with the connector portion was returned in one piece for analysis and measured to be 15.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed. Correction: this supplemental report is also meant to address erroneous information "reporter name" from "(B)(6)" to "dr. (B)(6)'s office". Information in this report shall supersede the information previously reported in initial MDR.

Manufacturer narrative:
The initially reported - report source should have indicated study.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.